Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position, triggering (ua)45 to be displayed as intended. The reported complaint that the (ua) 45 will not clear or is intermittent was not confirmed. The error message could not be duplicated after shaft was returned to the home position. During visual inspection, the front enclosure was observed to be damaged. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure was replaced to address the issue. The archive data review indicated multiple (ua) 45 error messages, thus, confirming the reported complaint. The platform failed functional testing due to the (ua) 45 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The drive shaft was rotated to the home position to remedy the (ua) 45. The drive shaft rotated smoothly and as expected. No malfunction was found on the encoder integrated gearbox. The device was stress tested by initiating take-up, simulating end take-up by pressing the load plate, and pulling lifeband up completely. The unit was powered off then on, repeating for approximately 10x with no fault or error found. The device was tested with a lrtf (large resuscitation test fixture) for approximately 15 minutes with no issue. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message that will not clear. The (ua) 45 has been cleared a few times and the platform works for a while but then the error intermittently comes back. No patient involvement.